Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: (B)(4) lead implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cardioversion of the patient¿s at/af (atrial tachycardia/ atrial fibrillation) an interrogation of the device was done. It was observed that there was intermittent atrial undersensing noted on some at/af episodes causing termination of ongoing episodes for the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.